Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. The insulin pump powered up properly after battery installation. The pump was received with operating currents within spec. The pump passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No replace battery now alarms noted. Low battery alarm was confirmed in the history file and then power error was triggered when backup battery unloaded voltage was less than 3.7 v for 4 consecutive hours due to resistance issue at j6 connector. After disconnecting and reconnecting the internal battery connector on j6 / pcba 1, pump was monitored and functioned properly. The pump was received with cracked case corner of the belt clip rails near the battery compartment, minor scratches on case and minor scratches on lcd window.

Event description:
Customer called to report that the insulin pump alarmed replace battery now. Customer reported that he did not receive a low battery alert prior to the replace battery now alert. Customer's blood glucose reading at the time of the incident was not included in the report. No significant events leading to the alarm were observed. Customer reported that this is the second occurrence of replace battery now without a low battery warning. Advised customer that the insulin pump will need to be replaced. Advised customer that they may continue to wear the insulin pump until the replacement arrives if they insert a new battery. Product is expected to return.

Manufacturer narrative:
The correct information has been provided with this report.